Event description:
Problem trend identified: smith's medical syringe pump model 3500 will interrupt an infusion with a "motor rate error". 19 pumps have been taken out of service at this hospital because the error cannot be resolved using all resolution methods provided by smiths to date. Patients experience a delay in therapy, including critical medication delivery when an event such as this occurs. If the medication in the device must be given over a specific period of time or if a particular mg amount of the drug must be given over a specific time period, staff must then recalculate the rate at which the medication must be given. This type of event can result in a patient receiving medication too fast as well as too slow. These factors not only delay therapy to the patient but also increase the risk of potential for harm related to human factors. There have been over 46 events with these devices in the last year at this facility.====================== manufacturer response for syringe pump, medex (per site reporter).====================== that there is possibly a specification tolerance issue with a gear, but this is yet to be determined.